Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further noted that the power module was damaged and defective due to carrying out sterilization or manipulation. It was also noted that traces of sterilization carried out and remaining stains are present on the housing. The assignable root cause was determined to be due to excessive handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the power module device did not work. During service and evaluation, it was observed that the device was damaged from autoclave process, defective and had stains on housing. It was also noted that the device failed pre-test for button and self test, charging and checking of power module in charger and function test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.